Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device did not fire during insertion therefore was not applied and as a result, the customer was unable to monitor their blood glucose. The customer became hypoglycemic and experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of oral glucagon. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that the adc device did not fire during insertion therefore was not applied and as a result, the customer was unable to monitor their blood glucose. The customer became hypoglycemic and experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of oral glucagon. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had not been fired and sheath was locked. Applicator was unlocked and fired applicator onto simulated skin. Applicator was able to fire correctly. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and no issues were observed. Lid was completely peeled off. The platform was inspected and no issues were observed. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. No failure modes were observed upon visual inspection of the plug assembly. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.